Event description:
It was reported that suture placement with a proglide device was attempted in the right femoral vein using the preclose technique prior to a pulmonary valve placement procedure. The arteriotomy was a 7fr and during the interventional procedure the sheath was upsized to an 20fr sheath. Reportedly, the sutures failed to deploy and when the device was removed the sutures were not attached. A second and third proglide device were successfully placed using the preclose technique. The procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported sutures failed to deploy when the plunger was removed and sutures not attached was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported no femoral angiogram was taken and the device was used to close a femoral vein. The proglide instructions for use states, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Additionally, the perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not provided by hospital. (B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. The perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.